Event description:
It was later reported that the physician concluded that it was a congenital abnormality that caused the hematoma. Additional review indicated that the information previously reported in manufacturer¿s report #s 6000153-2014-00032 and 6000153-2014-00033 pertain to the event captured in this report. Any additional information will be reported under this manufacturer¿s report number.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# 0207866654, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a275, lot# 0207318405, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had a haematoma that was discovered (B)(6) 2014 via MRI scan one day post-op. It was reported that the patient required surgical evacuation of the haematoma and removal of both leads. It was stated that the radiologists suggested that ¿the leads may have perforated a vein at the level of thoracic vertebrae numbers 10 and 12¿. It was noted that the explanted leads were discarded and not replaced. It was stated that no further diagnostic testing/troubleshooting was required. It was stated that the issue was resolved and that the cause of the issue was not determined. It was reported that the patient status was alive with no injury and that there were no patient symptoms or complications associated with the event.